Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 310.509, lot# 9430301. Manufacturing location: bettlach, release to warehouse date: apr 13, 2015. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The visual inspection has shown that approximately 20 mm was broken from the fluted tip section as complained. The broken tip was not returned for evaluation. The returned drill bit was in good condition. Dimensional inspection: measurement outer diameter ø1.8, gage: 3-03-19309 , tolerance ø1.8 0/-0.03 , result: ø1.79 "pass" the sub-component 60036882 is not lot tracked. Therefore, the last two potential work orders (9509658 and 9527398) that were produced prior to lot 9430301 were reviewed. The review has shown that with 440a the correct material was used. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The measurements of the hardness after the hardening procedure were between 52.4 -52.7 hrc also within the specification of 52 +3/0 hrc. The received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. Based on that and the condition of the item a product related issue can be excluded. The exact cause which has led to this occurrence could not be determined. It can be assumed that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review was needed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the tip of a drill bit broke during the surgery. The surgery was completed successfully without delay. No fragments were generated. There was no adverse consequence to the patient. This report is for one (1) 1.8mm drill bit with depth mark/qc/110mm. (B)(4).